Manufacturer narrative:
During failure analysis, the reported event of the device running in safe mode was confirmed. The device had loctite failure on the handswitch assembly. Loctite failure on the handswitch can cause the slider pin to become loose. This can prevent the pin from holding the safety in the correct position, causing the drill to run in safe mode.

Event description:
It was reported that the maestro drill with handswitch was running in safe mode during quality inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.